Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked and unresponsive. Reportedly, customer is unable to unlock the pump. Customer's blood glucose level was not impacted. Customer stated that they have back up novolog and levemir for insulin therapy.